Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements averaging around 180 ohms. It was noted that the patient had not received any shocks since implant. A revision procedure was performed three days later where the crt-d was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.